Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The device was explanted due to an output anomaly. High lv pacing outputs were noted. The device was explanted.